Event description:
(B)(4). According to the information received, a hospital reported a (B)(6) male with a potential colon perforation. The patient was using the peristeen device since (B)(6) 2011 and was hospitalized on (B)(6), 2011 for peritonitis. Scan showed an abcess on diverticulitis perforation and a diverticular colic disease. Surgery was performed on (B)(6).

Manufacturer narrative:
A medical review of this complaint is currently being performed by colopast. When additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
A medical assessment was performed by coloplast. According to the instructions for use (IFU) for peristeen bowel perforation is a very rare complication. The user is instructed to contact a health care professional if he/she during or after anal irrigation experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. According to the literature and post-marketing experience risk factors include underlying diseases and treatments leading to weakening or obstruction of the bowel. This is addressed in the IFU and the user is instructed to consult and get thoroughly instructed by a health care professional before using the product. A bowel perforation can also occur if the procedure is not performed in accordance with the IFU. Therefore the IFU includes the information that anal irrigation should only be initiated after instructions from a health care professional. In the IFU it is stated that peristeen anal irrigation must not be used in the case of diverticulitis and that special caution must be shown in the case of diverticular disease. Furthermore, it is stated in the IFU that if you are heavily constipated an initial and thorough clean-out of your bowels is advisable before starting up the irrigation procedure. In this case a (B)(6) male suffered a colon perforation, peritonitis and surgery after 3 months use of peristeen anal irrigation. A scanning showed an abscess on diverticulitis perforation and diverticular colic disease. A temporary colostomy was generated. The information regarding the symptoms and procedure are not available. The only information regarding medical history is that the male has no known diverticular history. Concomitant medication is unknown. Follow-up questions have been sent but it has not been possible to receive any answers. Due to the sparse information further conclusion cannot be made.

Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a hospital reported a (B)(6) male with a potential colon perforation. The patient was using the peristeen device since (B)(6) 2011 and was hospitalized on (B)(6), 2011 for peritonitis. Scan showed an abcess on diverticulitis perforation and a diverticular colic disease. Surgery was performed on (B)(6).